Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? -no. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? -no, these are all know and expected risks of ablation in general and not specific to thermachoice. Does the surgeon believe there was any deficiency with the ethicon product involved? - no.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: bjog 2014; 121: 748¿754. Doi: 10.1111/1471-0528.12585 - (B)(4).

Event description:
It was reported via journal article: "title: microwave endometrial ablation versus thermal balloon endometrial ablation (meatball): 5-year follow up of a randomised controlled trial". Authors: am sambrook, a. Elders, kg cooper. Citation: bjog 2014; 121: 748¿754. Doi: 10.1111/1471-0528.12585. The objectives of the study was to compare long-term outcomes following microwave endometrial ablation (mea) and thermal balloon ablation (tball). This is a follow-up of a prospective, double-blind randomized controlled trial at 5 years at a teaching hospital in the UK with 320 women requesting for an endometrial ablation. Of which, 157 patients were randomized under mea and 157 patients (age: 43.2 years; bmi: 27.8) were randomized under tball. In the tball group, thermachoice 3 (ethicon) was used during the procedure. In the tball group, reported complications included pain (n-1) which required hysterectomy, light bleeding (n-34), heavy bleeding (n-6) which required hysterectomy in 1 patient, combined pain and bleeding (n-4) which required hysterectomy, and fibroid pressure symptoms (n-1) which required hysterectomy. This trial confirms that thermachoice 3 endometrial ablation (ethicon) achieved comparable long-term results to microwave endometrial ablation, which is one of the most robustly evaluated second-generation devices. These results enhance choice for the gynecologist and reduce the likelihood of a monopoly situation arising for the supply of endometrial ablation technology.